Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the device exhibited noise oversensing on the right ventricular (rv) channel. It was suspected that the setscrew for the rv lead was loose. However, during revision, it was determined through testing that the rv port on the device header was faulty. The device was removed and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.